Event description:
It was reported that on an unknown date, an unknown size device was implanted in the patient using an unknown delivery system. On 45 day follow up transesophageal echocardiogram (tee) reveled a clot on the disc.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Correction: upon review, the amplatzer septal occluder should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction and/or a serious injury. D4 - the UDI number is not known as the part and lot numbers were not provided. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information correction: upon review, the amplatzer septal occluder should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction and/or a serious injury. H6 health effect - impact code: code 4614 was removed. H6 medical device problem code: code 4001 was removed.

Event description:
It was reported that on an unknown date, an unknown size device was implanted in the patient using an unknown delivery system. On 45 day follow up transesophageal echocardiogram (tee) reveled a clot on the disc. No additional information was provided.